Event description:
It was reported the customer received a motor error alarm while rewinding their insulin pump. Customer did not expose their insulin pump to a high magnetic field. The customer was advised their insulin pump will be replaced. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The pump had a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement, rewind, basic occlusion, prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump also had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.